Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0jhye, implanted: (B)(4) 2014, product type: lead. Product ID: 3389s-40, lot# va0nmzj, implanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported the patient had been having blood clots. Two days after the patient came home from the hospital to have the lead implanted; they began to act strange and compulsive. The patient was taken to the hospital and hand not been home until the wednesday prior to this report. The reporter stated there was trauma from the blood clots and all of the damage caused the patient into psychotic parkinson¿s with hallucinations. The patient was in need of 100 percent, 24 hour care. After the ins was implanted the patient had no problems. The patient was schedule to have a second ins implanted and programming done on (B)(6) 2015. The reporter had spoken with the patient¿s healthcare professional (hcp) and the hcp wanted to continue with the second ins so the patient could come off more of their medication. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.